Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to fluid loss in the system. An aus device consisting of a 4.0cm cuff, 61cm balloon and control pump were implanted.